Event description:
I was using a bd sterile needle 0.25mm x 5mm 31g x 3/16in, lot #2130227, exp. 2027/05/31 with a nutropin 5mg/1ml pen. I followed the normal process of cleaning the hub of the pen with an alcohol swab and then attached the needle by twisting it on the pen until I felt resistance. I then adjusted the pen to the appropriate dose, and attempted to administer the medication. When I pressed the button to administer the medication, nothing happened. I attempted this several times. I removed the pen from my abdomen and attempted to administer the medication into the air without success. I changed the needle and was able to administer the medication successfully. The next day, when I was cleaning the hub of the pen, I felt something hard. When I looked at the hub I noticed the small needle from the underside of the bd needle I used the day before was stuck in the hub. I was able to remove it with my finger. I have saved the needle if it needs to be sent to anyone. Refer to additional documents in i2k.